Event description:
The recipient reportedly experienced deterioration from pinna erythema to mastoid abscess. The recipient was hospitalized from (B)(6) 2016. On (B)(6) 2016, the recipient was prescribed IV antibiotics cinoxacin, flagyl and clindamycin for two weeks. On (B)(6) 2016 the recipient underwent an incision and drainage procedure of the right mastoid abscess. On (B)(6) 2016, the recipient's device was explanted. The recipient's infection is resolving.

Manufacturer narrative:
(B)(4). The recipient is reportedly doing very well. The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.